Manufacturer narrative:
Product analysis #838803871:analysis information -- 2026-03-27 10:13:39 cst pli# 20 product ID# 97715 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Continuation of d10: product ID 977a260 lot# serial# (B)(4) im planted: explanted: product type lead product ID 97791 lot# serial# unknown implanted: explanted: product type accessory product ID 97791 lot# serial# unknown implanted: explanted: product type accessory product ID 977a260 lot# serial# (B)(4) implanted: (B)(6)2023 explanted: product type lead h3: analysis found no significant anomalies for the ins (nme839470h), lead va2ufbb032, and anchors. Analysis found all conductors were broken 20.8 cm from the distal end of lead va2ufbb036. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced a return of pain, with worsening symptoms due to an inability to increase stimulation intensities. High impedance was identified on electrodes 8, 13, 14, and 15, with impedance values of 40,000 on each. The patient received an error message stating "unable to deliver desired settings." An impedance test was performed to assess device function, and the device was reprogrammed to avoid using the affected electrodes. The issue remains ongoing, and no replacement product was required. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Event description:
Additional information was received from the manufacturer representative (rep) stating the patient's implantable neurostimulator (ins) and leads were explanted on (B)(6).

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6)product type lead product ID 97791 product type accessory product ID 97791 product type accessory product ID 977a260 serial# (B)(6)implanted: (B)(6)2023 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.